Event description:
The dentist reported that 3 months after two dental implants were installed in intra-oral region #11 and #12, it was verified its non-osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed.